Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the physician's office revealed the sensitivity was reprogrammed to resolve the oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was oversensing far-field r waves. It was noted they were being blanked by the device as it was programmed. The lead remains in use. No patient complications have been reported as a result of this event.